Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through pump reset, error did not recur after reset, and caller successfully started new sensor session, with no additional information received regarding any further outcome.